Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that that the up arrow, down arrow and contrast keypad buttons were intermittently responsive and required multiple button presses and more force in order to elicit a response. All of the other keypad buttons were responsive to user input and had normal spring back. The keypad cover was removed and no issues were found with the key contacts. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation was not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.